Event description:
"Caller alleged discrepant results compared with the lab. Pst was admitted into the hospital on (B)(6) 2011 due to her pancreas for 3 days. She was taken off coumadin for a week, but is back on it. Unsure of when she was taken off and put back on. Patient stated that she took her meter into the lab where the nurse did a venipuncture and took a drop of blood from the puncture to test on the meter. She was confused about when that test was done, however, she usually does a fingerstick sample when testing against the lab.

Manufacturer narrative:
Investigation pending.